Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -4.50/3.0/008 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The surgeon notes there is refractive change over time with a planned lens exchanged. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).